Event description:
A peritoneal dialysis pt called fresenius tech support to ask if her recent hernia has anything to do with the fact that her cycler is not draining additional fluid. Tech support noted her treatment settings. The pt has treatment based upon continuous cycle peritoneal dialysis with six fills, total treatment of 11500, fill volume 2000, last fill 1500 sleep 9 hrs 30 min. Tech support advised the pt to speak to her peritoneal dialysis nurse about her settings. The tech support offered 24/7 support if she had any additional questions regarding the cycler.

Manufacturer narrative:
A product investigation was performed on this device. The actual device was not returned for evaluation. A review of the device history records was performed. There were no unexpected variances, adjustments, or comments noted in the device records. A review of the complaint tracking system showed two additional complaints with drain complication symptoms. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, hernias are know complications of peritoneal dialysis, more common in continuous ambulatory peritoneal dialysis than in continuous cycle peritoneal dialysis. This pt had been using the cycler for continuous cycle peritoneal dialysis. Draining issues during peritoneal dialysis could be due to catheter positioning being too high or pocketed ( as in the presence of adhesions), low catheter flows due to film/fibrinogen, as in peritonitis, and in loculation of fluid due to hernias, leading to inability to drain. Peritoneal dialysis may lead to development of hernias, but without history of cycler malfunction, one must conclude it was the therapy, not the cycler. There is no evidence of device malfunction which could have caused or contributed to the event of hernia. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.